Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for radicular pain syndrome. The patient reported that their implantable neurostimulator (ins) is broken. They noted that the ins has been broken since 2010. Patient services asked for clarification, and the patient stated that the ins ¿shorted out¿ and has not worked since. The patient mentioned that they have an appointment with their physician on (B)(6) 2019, and they want a manufacturing representative (rep) to ¿fix¿ the implant. They noted that the cold weather makes their back hurt bad. Communication was sent out to the field. No further complications or patient symptoms were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer via a manufacturer representative (rep). It was reported that the patient had not used his device for about 8 months. The patient attempted to charge the device at home with no success. The patient reported he stopped charging device after seizure about 8 months ago. The rep attempted 2 device resets, but the patient was unable to stay for a 3rd. The patient was to follow up with a different rep to attempt a 3rd reset. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient not reached out to make an appointment to do the 3rd device reset. No further information was reported.